Event description:
It was reported that a user experienced an unable to proceed alert and an occlusion alert during setup of the ilet, removed the cartridge before rewinding with the user's reported blood glucose of 342 mg/dl, then successfully completed a dry run and later restored insulin delivery after rewinding and replacing all supplies from a different box, consistent with an insulin occlusion during fill tubing. Investigation of this case revealed that the alert condition did not recur after supply replacement and proper rewind, and the exact cause of the reported occlusion and setup interruption remained unclear. No clinical symptoms associated with hyperglycemia reported. Outcomes included user self-management without need for medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.